Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the handpiece is getting hot during a case. The procedure was completed with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the handpiece is getting hot during a case. The procedure was completed with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event that the handpiece runs hot could not be duplicated, however, it was confirmed the device could have overheated due to widespread corrosion. During the inspection the quality technician observed that a screw on the front housing was unthreading. Upon disassembly by the engineering technician widespread corrosion was found that was affecting the motor. The tech determined this failure mode could cause or contribute to the reported event of overheating. Device was repaired and returned to the customer after passing the final inspection.